Manufacturer narrative:
The complaint of a subcutaneous catheter leak is confirmed, user-related. During functional testing a small pinhole leak was observed emanating from catheter. The pinhole leak is located between the 15 and 16 cm depth markers. The leak site was only observed during hydraulic pressurization. The leak may be the result of inadvertent contact with a needle or some other sharp instrument. The product instruction for use (IFU) warns the user to "avoid accidental device contact with sharp instruments..." Had the damage occurred during the mfg process, it would have been noted during both the MFR's leak test and when the user purged the air from the catheter prior to attempting insertion. The damage found on the catheter contains features that are consistent with sharp instrument damage. A lot history review (lhr) of rewg0279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the catheter presented rupture in the extension, causing leaking of the medication in subcutaneous tissue."